Manufacturer narrative:
Results evalations codes (other): investigation: the returned sample was visually inspected. Examination of the returned product confirmed the customer observation of a leak from the cuff of a 7.5mm suctionaid tracheostomy tube. It was noted that a rounded tear of approximately 1.1mm was found in the wall of the cuff. A review of the complaints history confirmed this to be the second complaint for this product lot. Though, there have been complaints of this nature, on this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of over 20,000 products annually. A technical documentation review was carried out which raised no anomalies and confirmed the presence of a 12 hour inflation check on 100% of products. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that the product became deflated following 10 days in use; as such this incident cannot be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged in use following movement/repositioning of the tube, the u-shaped tear is typical of damage following snagging of the cuff.